Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide states not to use any other insulin with this system other than u-100 humalog or novolog.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 40-41 mg/dl. Customer went to the emergency room and was subsequently admitted to the intensive care unit. Customer was treated with intravenous fluids of saline and "sugar water" to address bg level and released from the hospital 4 days later with the issue resolved and no permanent damage. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the low bg. Tandem technical support (cts) performed a system check and determined that the pump functioned as intended and the cause of the low bg was unknown. Additionally, customer was using off label insulin (u-500 humalin) within the pump supplies. Customer acknowledged that the pump was functioning as intended and continued to use pump for insulin therapy.